Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 60 stapler did not fire on the fourth attempt. The instrument worked as intended for the first three fires. The technical support engineer (tse) viewed system logs with no errors noted. Tse confirmed with the customer that the case was completed with a backup stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The reload that was used was green. There were no error messages present at the time. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. There were no clamping errors. The patient demographic information was unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed through error logs the customer reported complaint. Review of logs showed that this stapler was used on (B)(6), 2024 using system sk0508. Logs revealed five installation attempts with high drivetrain friction, and the stapler was never used again. The stapler was placed on an in-house system with a brand new reload. The stapler passed initialization on every attempt. The reload was fired on a test sheet, and firing completed successfully with proper staple formation. Failure analysis found the primary failure of initialization failure to be related to the customer reported complaint. Additional observation: upon further failure analysis, staples were observed to be stuck in the I-beam indicator window. The likely cause of initialization failure was a lodged staple in the I-beam path. No I-beam damage was observed. There was also a lodged staple. The wrist cover was found with tears of various lengths. No material was missing. The complaint was confirmed based on failure analysis. A review of the logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analyst. The following additional information was provided: logs show pn 480460-09, ln t15230425-0266, was installed on the system 8x and fired 3 reloads (1 green, followed by 2 black). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first two clamps were successful, but the third clamp was incomplete, stopping at ~58% completion. The fourth clamp was successful, and the firing was completed with 1 pause for compression. On install 3, the first 4 clamp attempts were incomplete, ranging from ~64% to ~72% completion. The 5th clamp was successful, and the firing was completed with 3 pauses for compression. On installs 4-8, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected. The instrument was then removed and not used in the procedure again. There were no errors in the msc logs pertaining to the use of this instrument. Logs are attached.